Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly.

Event description:
It was reported that the customer jumped in the pool while wearing the insulin pump. Troubleshooting was performed. Advised customer to discontinue using the device and revert to back up plan. No further information was provided.